Event description:
A patient who received one 5 cc unit and one 15 cc unit of calstrux for an aneurysmal bone cyst of the distal radius in 2007 experienced fracture blisters over the distal radius indicating shearing, soft tissue swelling and putty in the soft tissue 2 weeks after receiving product. Treatment included surgical removal of the calstrux. The outcome is unknown. The surgeon suspects the events are related to the use of calstrux. Additional information has been requested. Additional information received from the treating physician confirmed the patient, a male, experienced a postoperative wound infection (onset unknown). The diagnosis was based on the clinical presentation as wound culture swabs taken on the following month were negative. Treatment included wound washout, debridement and gentamycin beads insertion on the same day. On the day before, labs included a c-reactive protein of 24 (normal range not provided but international standard is less than 10 mg/l), an elevated erythrocyte sedimentation rate of 66 (normal range not provided but international standard is 0-20 mm/hr), and a white blood cell count of 9.9 (normal range unknown) with a differential of neutrophils 73 (normal range unknown) lymphocytes 13 (normal range unk), monocytes 9 (normal range unk) and eosinophils 5 (normal range unknown). On two days later, labs included a c-reactive protein of 9.3 (normal range not provided but international standard is less than 10 mg/l), and a white blood cell count of 6.6 (normal range unknown) with a differential of neutrophils 51 (normal range unknown), lymphocytes 21 (normal range unk), monocytes 8 (normal range unk) and eosinophils 14 (normal range unknown). Additional treatment medications included IV cephazolin, IV flucloxicillin and painstop. The treating physician does not suspect the infection is related to the use of calstrux. The outcome was not provided. The patient has no known concomitant illnesses. Additional information has been requested.